Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the mobile view station (mvs) computer was not turning on. The representative traced the problem to a loose power cord on the back of the computer. The power cord was reseated and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced.

Event description:
A site biomed representative reported that outside of a procedure, the mobile view station (mvs) monitor on the imaging system was not powering on. There was no patient present when this issue was identified. No additional information is available.